Event description:
Information was received from a patient regarding external device. It was reported that they kept getting error messages on the new controller. The patient stated that the controller was extremely slow in connecting to the pump and was getting stuck on the 90% for a long time. Furthermore, they saw system error code 156 message. The patient mentioned that they had extremely bad pain in their feet, so they were waiting so long was hard. The agent walked patient through clearing data and closing all applications. The patient was able to successfully connect to their pump and bolus. The troubleshooting steps that were taken on the call resolved the issue. When asked about the event date, the patient stated about a week after the pump was refilled. The patient then stated the refill was on april 18th and the issue was before that but has gotten worse. They had problems with their previous controller. The patient mentioned that they were supposed to get a new ID card with a new healthcare provider (hcp) on it but has not received it. The agent connected the patient-to-patient registration.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.